Event description:
A malfunction alarm was reported, but no notable events occurred prior to this issue. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced, and the customer was informed about the need for replacement. A replacement pump was provided to ensure continuous insulin delivery, and the customer's shipping address was confirmed for delivery. However, there was no clarification regarding the return of the problematic pump.